Event description:
As it was reported by the study database: the pt suffered a stroke after the index procedure. The pt is a male who had a cypher stent placed in the proximal left anterior descending artery (lad) in 2009. The target lesion was de novo. The rate of stenosis was 98%. The vessel was not calcified or tortuous. There was no thrombus present at the delivery site. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atms). The cypher stent was successfully placed at the lesion and post-dilated. After the index procedure, the pt suffered a stroke. The duration of the stroke is unk. No treatment was given.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.